Event description:
The patient reports that approximately 6 months ago(exact date unknown) she began experiencing painful heating and swelling from the low back to the ipg when the stimulation was turned on. The patient declined reprogramming and requests the scs system to be removed as she does not require the use of her scs system. Surgical intervention may be pending to address this issue.